Event description:
Patient reporting, "increasing pain. And my doctor's conclusion, my allergan device must be removed urgently". Patient further reporting, "pain and device rupture". This relates to the left device. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding device return and device photos has been requested. No additional information is available at this time. Reason for reoperation: rupture. Clarification to d.7.: explant is in the future.

Event description:
Patient reporting "increasing pain and my doctor's conclusion, my allergan device must be removed urgently." Patient further reporting "pain and device rupture". This relates to the left device. Healthcare professional later reported left side capsular contracture baker grade ii/iii. Device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: not observed rupture on the device. Capsular contracture: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Clarification to d.9. Returned to mfg on: the device has not been returned. See photo analysis in h.10.

Manufacturer narrative:
Device evaluation: patient reporting "increasing pain and my doctor's conclusion, my allergan device must be removed urgently." Patient further reporting "pain and device rupture". This relates to the left device. Healthcare professional later reported left side capsular contracture baker grade ii/iii. Device has been explanted.

Event description:
Patient reporting "increasing pain and my doctor's conclusion, my allergan device must be removed urgently." Patient further reporting "pain and device rupture". This relates to the left device. Healthcare professional later reported left side capsular contracture baker grade ii/iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade ii/iii.

Event description:
Healthcare professional later reported left side capsular contracture baker grade ii/iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.

Event description:
Patient reporting "increasing pain and my doctor's conclusion, my allergan device must be removed urgently." Patient further reporting "pain and device rupture". This relates to the left device. Device has been explanted.